Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back and said will be going to their doctor's on friday and requested assistance in connecting to implant. With instruction, the patient connected and said would like to increase to determine if they experience the burning sensation again and if higher setting also helps with symptoms. Patient increased setting and said will decrease after their appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and fecal incontinence. The reason for call was patient stated that the stimulator was causing them a lot of pain at the site of the implant. A couple of days ago, patient was turning over in bed and felt a brief, intense burning sensation at implant site. Patient mentioned they had sciatica and turned a lot during the night. Patient stated, "it was like someone was taking a match and putting it against their skin." Patient also stated that they experienced the sensation seven times yesterday. In one instance, they tried to close the door using their backside and the sensation "went off like a lightning." Agent asked patient if they noticed any change in how effective the therapy has been, and patient said that it seemed to be functioning the same. Agent suggested patient turn the therapy off and notify managing hcp. Patient stated they didn't think their external controllers were charged at the moment. They also reported a hurricane was about to hit, and they were feeling very nervous. Patient requested to call back at a later time for assistance with turning therapy off.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.